Event description:
The patient reported experiencing discomfort at the ipg site. The patient stated troubleshooting provided by the sjm representative was unable to resolve the issue. Patient declined additional troubleshooting offers at this time.

Manufacturer narrative:
Correction numbers: 1627487-05242011-002-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.